Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with myopotential oversensing and pacing inhibition. No changes were reported. The patient status was unknown.

Manufacturer narrative:
Further information requested but not received.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) had continued oversensing episodes. No changes were reported. There were no patient consequences.

Manufacturer narrative:
New information: e1, g2.